Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise as being seen with arm movement, breakage or fractured. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise, breakage or fractured. This ra lead was replaced. No additional adverse patient effects were reported.